Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent fusion surgery in which rh-bmp2/acs was used. As per op-notes, ¿the cartilaginous end plates of l3 and l4 were decorticated with a small rasp. The depth and height of the disk space was measured by inserting various trial interbody spacers and a 10 mm lordotic interbody cage was chosen as the optimal fit. This was packed with a combination of rhbmp-2 and graft substitute, which was then inserted into the cage. The cage was then impacted into the l3-l4 disk space under fluoroscopic guidance. The location of the cage was excellent in both sagittal and coronal planes.¿ the patient tolerated the procedure well and there were no intra-operative complications.